Event description:
It was reported that during patient use, the cs100 intra-aortic balloon pump (iabp) unit has an automatic filling failure. This failure showed up after twelve hours of use. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit and found the error " automatic filling failure". The fse verified that the customer was using an non getinge catheter where it showed a failure during use on the patient after 12 hours. Checked and found that the equipment has an expired pm, safety disk and battery. A test catheter (datascope) was used and the equipment intermittently failed. The helium gas level was also checked as it is nearing the end of helium. The equipment will remain out of use and returned to the customer to carry out new test by exchanging the safety disk and test compressor module.

Event description:
N/a.